Event description:
It was reported that the atrial lead had high impedance, no capture, and poor sensing during a routine check. During the procedure to investigate the issue, the implantable cardioverter defibrillator (ICD) was removed from the pocket and the atrial lead was tested through the analyzer, values were normal. The lead pin was reinserted in the atrial port and then values were within normal range. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 5076 implantable pacing lead 2012 (B)(6).